Event description:
The customer reported that the system would not boot up. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The tech processor board and sram were replaced and the power signal interface connector was repaired during the svc call. The system was tested and found to be working as intended and put back into svc.